Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the left ventricular (lv) lead. Additionally, the right atrial (ra) lead appeared to be undersensing and oversensing. Both the lv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.